Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, the play of upward/down ward angulation control knob was out of the standard value; due to damage on right/left knob, right/left knob does not move smoothly; adhesive on bending section cover had a chip; due to a dent on channel tube, forceps cannot be inserted smoothly; right/left knob had a scratch; adhesive around objective lens was peeled; adhesive around light guide lens was peeled; light guide lens had a crack; plastic distal end cover had a scratch; connecting tube had a scratch; connecting tube had discoloration; connecting tube had a wrinkle; due to adhesive peeling around objective lens, streak of flare appeared in the image; scope connector cover unit had a scratch; suction connector had discoloration; suction connector had a scratch; protector of universal cord on suction connector side had a scratch; protector of universal cord on control section side had a scratch; universal cord had a scratch; image guide protector had a scratch; grip had a scratch; scope cover had a scratch; switch box had a scratch; switch 3 had a scratch; switch 1 had a scratch; paint on suction cylinder was peeled; forceps elevator lever had a scratch; free-engage knob had a scratch; upward/downward angulation control knob had a scratch; control unit had discoloration; control unit had a scratch; . The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had bad angle, separation not implemented. The device was returned for evaluation. During the device evaluation, a foreign material in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it could not be confirmed that reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-290 series chapter 3 preparation and inspection. Gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.